Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of this incident, it was determined that the users were unable to see the medication as it was already correctly selected under the override group in the formulary, which explained why the respiratory therapist could not override it. A technical support specialist (tss) recommended unloading the medication from the station, deleting it from the facility formulary, approving it again, updating the required settings, and reloading the medication to resolve the issue. The tss confirmed that the customer adjusted the security group settings to include the respiratory group, which resolved the issue. The system functioned as intended after the technical support specialist assisted the customer to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, users were unable to see the medication (sodium chloride for inhalation 0.9% 5 ml nebulizer) or override it and configured under the override formulary group; the issue affected multiple users and was limited to a single medication that was not visible in the system. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.